Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. The field representative mentioned that the device was left in the car last night and got pretty cold. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.